Event description:
It was reported that the ventilator shut down while on a pt. The ventilator had a sulfur smell to it at the time of the event. It is unk if the ventilator alarmed. No reported harm to the pt.